Event description:
It was reported to boston scientific corp that a polaris ureteral stent was used during a stent replacement procedure, performed in 2009. According to the complainant, prior to opening the package, the physician noticed the stent was damaged on the tapered end, and the tip appeared crushed. Another polaris ureteral stent was used to complete the procedure. There were no patient complications reported as a result of this event. The pt's condition was reported to be "stable".

Manufacturer narrative:
Information was completed by the MFR based on info obtained from the complainant. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.